Manufacturer narrative:
Device evaluated by MFR: visual analysis of the returned device showed no damage. Functional analysis revealed the device did not aspirate the minimum amount of fluid per testing specifications. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy clot burden which contributed to the aspiration issues. Inspection of the remainder of the device presented no other damages or irregularities.

Event description:
It was reported a loss of aspiration occurred during use. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the distal superficial femoral artery. During use, aspiration was lost. The procedure was completed with another of the same catheter. There were no patient complications reported and the patient's status was fine.